Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported over delivery. The customer reported blood glucose value of 2.8 mmol/l. The customer reported hypoglycemia treated in emergency room and with carbohydrates. The event involved product(s) mmt-1885. Troubleshooting was performed for low blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08720 inches. The thump and carelink software were utilized and downloaded trace/history files properly. On the primary svn#: (B)(6), event date of 28-may-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 17.65 u and dailytotalofbolusinsulindelivered = 5.45 u which is equal to the dailytotalofallinsulindelivered = 23.1 u. No over delivery anomaly noted. In further review of the formatted history file 1 week/2 days prior to the related svn#: (B)(6) event date of 23-may-2025., these pump error(s)/alarm(s) were noted: pump error 130 alarm on 05/23/2025 at 11:41:01.000 and 11:42:00.000. No pump error 130 alarm during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, battery tube, internal battery and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). However, found slight corroded motor home switch. The pump was received without a battery and battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for over delivery anomaly was not confirmed. Customer alleged for pump error 130 alarm was confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.